Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient was undergoing a right lower extremity angiogram procedure on an unspecified date when the flexor ansel guiding sheath "became stuck on calcium" in the patient's aortic bifurcation. Portions of the distal part of the complaint device remained in the patient's anatomy. The surgeon began the procedure by inserting the complaint device in a contralateral manner in the left groin to the common femoral artery. The procedure had been completed and the complaint device was being removed over a bentson wire when the event occurred, which resulted in the patient experiencing blood loss. The dilator was not in place. An 8x2 mm balloon was inserted in the right groin to the left iliac system in order to achieve hemostasis and the patient was transported to the hospital for a surgical consult. Subsequently, the detached portions of the complaint device were able to be successfully removed in the emergency room. The patient was admitted to the hospital overnight and received four units of blood due to the blood lost prior to the balloon deployment for hemostasis. The patient is reportedly recovered and is doing well.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable, or unchanged. Investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. However, upon reviewing the subassembly lot sa8925045 two nonconformances were noted, and one was related to the reported failure mode. This related nonconformance was scrapped and not replace prior to order completion. It should also be noted there were no other reported complaints for this lot number. Additionally, the device is sold with an IFU, which states "remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit." Furthermore, a review of the manufactures instructions and quality control procedures was completed and revealed no gaps in the process. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could be traced to a failure to follow instructions as the user did not reinsert the dilator per the IFU. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.